Manufacturer narrative:
A ge service representative performed an onsite investigation. The system's steering assembly was evaluated and lubricated. There was no identification of a part requiring repair. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system's steering was difficult to move. No patient serious injury or death was reported related to this event.